Event description:
A customer reported to beckman coulter inc., that temperature controller stopped functioning on their unicel dxl 600 access immunoassay system. It is unknown at this time if there were any erroneous results generated in connection with this event. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received in a pre-deployed position. However, the link was slack, indicating that an attempt had been made to open the lever to deploy the foot. During testing, the foot was fully deployed, the needles were successfully deployed, and the suture could be retrieved as designed. Based on the findings, the device performed according to specification and a root cause related to the device could not be determined. Aa a possible influencing factor, the device was deployed in a moderately calcified vessel and the instructions for use state that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after a diagnostic procedure. Reportedly, during step 2, the foot would not fully deploy. The device was removed and manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.